Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No audio or vibrate anomaly or absence of alarm, no rewind anomaly, no prime or fill anomaly, no failed battery test alarm and no back light anomaly during test noted. Device received with stripped battery cap(p) coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the squirts insulin during priming and insulin pump did not alert for low battery. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had louder during rewind and insulin taking longer to get reservoir during priming. The customer also stated that the backlight was dimmer. The insulin pump will not be returned for analysis.